Event description:
The customer reported that the emergency stop switch on the rui will not engage. No pt or staff injuries have resulted due to failure and all procedures were completed without delay.

Manufacturer narrative:
The ge svc rep ordered emergency off switch for replacement. He removed and replaced the emergency stop switch and verified proper operation of the rui. The system performs as intended.